Event description:
Burning pain, sharp stabbing pain, loss of proper breast shape and size. Nipple is tender to the touch. Pt still experiencing joint pain in the left knee which was diagnosed as an autoimmune disease of an inflammatory disease. The left side breast tissue is new pliable and can be grasped easily without tautness or tightness as opposed to the right side which may indicate implant rupture. Many air pockets or bubble like lumps have formed on implants. Diagnosis of a 3+ hardening has been given. Pt was diagnosed with atypical rheumatic syndrome (ars) on 8/24/94. Pt has been declared 50% disabled. Also reports bilateral breast and chest pain, dysphagia, dyspepsia with nausea, melera, urticaria, paraesthesias of upper extremities, headaches, recurrent dizziness and tinnitus.